Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to greater than 27.8 mmol/l (500 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was leaking, and the adhesive was wet but still adhered to the skin. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.